Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with an output issue noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.